Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Reference literature article [outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up] included with this report for a full listing of physicians and healthcare facilities. Ahmed, s.z., amr, h., loay, a., moustafa, f., ruba, a.h., waleed, s., anastasia, a., ahmed, g. (2022). Outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up. Advances in urology, volume 2022 (article ID 5185114). Https://doi.org/10.1155/2022/5185114. B.3 date of event: date of the article was used. D.3 manufacturer address 1: yokneam industrial park - correction.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted in order to evaluate the safety and urinary functional outcomes of top down holmium laser enucleation of the prostate (holep) in patients that previously underwent trans-urethral resection of the prostate (turp) for the management of benign prostatic hyperplasia (bph) compared to patients with no history of surgical intervention of the prostate (non-recurrent bph) cases. The team performed a retrospective review of a prospectively collected database of patients who underwent holep at their institution between october 2017 and november 2021. From october 2017 to december 2020, they used a 100w holmium:yag laser (versapulse powersuite, lumenis, yokneam, israel). Afterward, a 120-w moses (lumenis, yokneam, israel) was utilized from december 2020 to november 2021. A 550-micrometers laser fibre and a 28-f continuous flow resectoscope were used for both techniques. All procedures were performed by a single urologist, a holep expert. A total of 269 patients were included in the study. Group I consisted of 68 patients with recurrent bph post-turp, while group ii included 201 patients. None of the patients in the cohort had prior interventions apart from turp. The median patient age was 73.7 versus 71.6 years, and the median prostate volume was 122 versus 106 cc in groups I and ii, respectively. There were no significant differences in the perioperative parameters between the two groups. Other operative outcomes, including morcellation time, enucleation efficiency, laser energy used, and resected weight, showed no significant difference between both groups. There were no significant differences in hospitalization and catheterization times between the two groups. All patients had postoperative follow-ups at 1, 3, 6, and 12 months. The results were that 1.5 percent of patients in group I experienced intraoperative complications, fever, urinary tract infection, postop clot retention, and postop blood transfusion. 3 percent of group I experienced postop stricture/meatal stenosis. 1 percent of group ii experienced intraoperative complications, fever and urinary tract infection. 5 percent of group ii experienced postop clot retention and 4 percent of group ii experienced postop stricture/meatal stenosis. One patient from group ii developed a bladder neck contracture 18 months postoperatively, which was managed with a laser bladder neck incision. At the one-year follow up, a patient had a hypotonic bladder and was started on clean intermittent catheterization. At the three-month follow up, two patients in group I and three patients in group ii experienced stress urinary incontinence (sui). At the last follow up, one patient from group I presented with persistent sui. During the follow-up period of up to 12 months, there was no significant difference between the two groups in terms of ipss, qol, qmax, and post void residual volume (pvr). Based on analysis data, top-down holep is safe and effective with comparable urinary functional outcomes for managing recurrent and nonrecurrent cases of bph. Patients with a history of prostate surgery can be counselled that their prior transurethral procedure does not reduce the benefits of holep. Reference literature article [outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up] included with this report for a full listing of physicians and healthcare facilities.

Manufacturer narrative:
Reference literature article [outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up] included with this report for a full listing of physicians and healthcare facilities. Ahmed, s.z., amr, h., loay, a., moustafa, f., ruba, a.h., waleed, s., anastasia, a., ahmed, g. (2022). Outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up. Advances in urology, volume 2022 (article ID 5185114). Https://doi.org/10.1155/2022/5185114. B.3 date of event: date of the article was used.

Event description:
It was reported to boston scientific via an article published in urology that a prospective study was conducted in order to evaluate the safety and urinary functional outcomes of topdown holmium laser enucleation of the prostate (holep) in patients that previously underwent trans-urethral resection of the prostate (turp) for the management of benign prostatic hyperplasia (bph) compared to patients with no history of surgical intervention of the prostate (non-recurrent bph) cases. The team performed a retrospective review of a prospectively collected database of patients who underwent holep at their institution between october 2017 and november 2021. From october 2017 to december 2020, they used a 100w holmium:yag laser (versapulse powersuite, lumenis, yokneam, israel). Afterward, a 120-w moses (lumenis, yokneam, israel) was utilized from december 2020 to november 2021. A 550-micrometers laser fibre and a 28-f continuous flow resectoscopewere used for both techniques. All procedures were performed by a single urologist, a holep expert. A total of 269 patients were included in the study. Group I consisted of 68 patients with recurrent bph post-turp, while group ii included 201 patients. None of the patients in the cohort had prior interventions apart from turp. The median patient age was 73.7 versus 71.6 years, and the median prostate volume was 122 versus 106 cc in groups I and ii, respectively. There were no significant differences in the perioperative parameters between the two groups. Other operative outcomes, including morcellation time, enucleation efficiency, laser energy used, and resected weight, showed no significant difference between both groups. There were no significant differences in hospitalization and catheterization times between the two groups. All patients had postoperative follow-ups at 1, 3, 6, and 12 months. The results were that 1.5 percent of patients in group I experienced intraoperative complications, fever, urinary tract infection, postop clot retention, and postop blood transfusion. 3 percent of group I experienced postop stricture/meatal stenosis. 1 percent of group ii experienced intraoperative complications, fever and urinary tract infection. 5 percent of group ii experienced postop clot retention and 4 percent of group ii experienced postop stricture/meatal stenosis. One patient from group ii developed a bladder neck contracture 18 months postoperatively, which was managed with a laser bladder neck incision. At the one-year follow up, a patient had a hypotonic bladder and was started on clean intermittent catheterization. At the three-month follow up, two patients in group I and three patients in group ii experienced stress urinary incontinence (sui). At the last follow up, one patient from group I presented with persistent sui. During the follow-up period of up to 12 months, there was no significant difference between the two groups in terms of ipss, qol, qmax, and post void residual volume (pvr). Based on analysis data, top-down holep is safe and effective with comparable urinary functional outcomes for managing recurrent and nonrecurrent cases of bph. Patients with a history of prostate surgery can be counselled that their prior transurethral procedure does not reduce the benefits of holep. Reference literature article [outcomes of top-down holmium laser enucleation of prostate for recurrent/residual benign prostatic hyperplasia: one-year follow-up] included with this report for a full listing of physicians and healthcare facilities.